Manufacturer narrative:
(B)(4)

Event description:
The patient had 4 leads (from the same lot) placed as part of his drg stimulation trial system on (B)(6) 2016. It was reported the patient experienced left leg weakness and difficulty standing following the trial leads being placed. The leads were removed on (B)(6) 2016. Follow-up with the physician indicated the patient is doing well and having no issues.